Event description:
It was reported the patient is unable to maintain communication with any external devices. Follow-up identified troubleshooting was attempted to no avail. Reportedly, the ipg has flipped lateral in the pocket and is inoperable at this time. Surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken, explanting the ipg.

Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.